Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection the reported event was confirmed due to defective printed circuit boards. It was noted the software (sw) needs to be updated. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the g400 generator, gyrus is failing the output test during maintenance. There was no patient involvement. Upon inspection of the customer returned device, the repair center found the output was too low due to a faulty circuit board. This report is being submitted for the malfunction found at evaluation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, the specific root cause of the faulty circuit board could not be determined at this time. Olympus will continue to monitor field performance for this device.